Event description:
A patient was undergoing a trans pars plana vitrectomy, retinal membrane peel, scleral buckle, endolaser, cryotherapy, fluid-air exchange, injection of 12% c3f8 gas; for dense vitreous hemorrhage, left eye. An endolaser was placed using powers of 300 to 500 mw in the duration of 0.3 seconds. After a few spots of laser were placed in the mid and soft peripheral retina, physician saw a clear object fall from the endoprobe into the patient's eye. The endolaser was stopped, the object was retrived from the retinal surface with a intraocular forcep. Over 900 spots of laser were placed in the retina. The eye was then infused with filtered 12% c3f8 gas. The sclerotomy sites were closed with a 7-0 vicyl sutures. The conjunctiva was closed with 6-0 plain gut suture. Ancef 100 mg and 2 mg of decadron were injected subconjunctivally. Atropine 1% eye drop and erythromycin opthalmic ointment were placed in the eye. An eye patch and shield were then placed.